Event description:
This report summarizes two malfunction events. A review of the events indicated that model 000720 replacement gastrostomy tube allegedly ruptured. These reports were received from various sources. Of the two events, involved patients with no reported patients injury. Of the two events, both patients were 86 years of age, 57 kgs and male.

Manufacturer narrative:
Of the 2 devices, both lot numbers were provided, and lot history reviews were performed. The two samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. The devices were labeled for single use.

Manufacturer narrative:
As the lot number for the two device was provided, a manufacturing review will be performed. The two samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model 000720 replacement gastrostomy tube allegedly ruptured. These reports were received from various sources. Of the two events, involved patients with no reported patients injury. Of the two events, both patients were (B)(6) years of age, (B)(6) kgs and male.